Event description:
Discordant advia centaur troponin results were obtained on pt sample. The results were released to the physician(s). Upon retest on another advia centaur system the corrected results were released. The pts were admitted to the hosp. There are no known adverse health consequences or pt intervention due to the discordant troponin results.

Event description:
Discordant advia centaur troponin results were obtained on pt sample. The results were released to the physician(s). Upon retest on another advia centaur system the corrected results were released. The pts were admitted to the hosp. There are no known adverse health consequences or pt intervention due to the discordant troponin results.

Event description:
Discordant advia centaur troponin results were obtained on pt sample. The results were released to the physician(s). Upon retest on another advia centaur system the corrected results were released. The pts were admitted to the hosp. There are no known adverse health consequences or pt intervention due to the discordant troponin results.

Event description:
Discordant advia centaur troponin results were obtained on pt sample. The results were released to the physician(s). Upon retest on another advia centaur system the corrected results were released. The pts were admitted to the hosp. There are no known adverse health consequences or pt intervention due to the discordant troponin results.

Event description:
Discordant advia centaur troponin results were obtained on pt sample. The results were released to the physician(s). Upon retest on another advia centaur system the corrected results were released. The pts were admitted to the hosp. There are no known adverse health consequences or pt intervention due to the discordant troponin results.

Event description:
Discordant advia centaur troponin results were obtained on pt sample. The results were released to the physician(s). Upon retest on another advia centaur system the corrected results were released. The pts were admitted to the hosp. There are no known adverse health consequences or pt intervention due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the malfunction of the wash 1 bubble sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the malfunction of the wash 1 bubble sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the malfunction of the wash 1 bubble sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the malfunction of the wash 1 bubble sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the malfunction of the wash 1 bubble sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the malfunction of the wash 1 bubble sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the malfunction of the wash 1 bubble sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin results were obtained on pt sample. The results were released to the physician(s). Upon retest on another advia centaur system the corrected results were released. The pts were admitted to the hosp. There are no known adverse health consequences or pt intervention due to the discordant troponin results.